Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable". The pump was turned off, and settings were reviewed. The clamp was closed, the cassette was removed. The tubing was massaged and gently tapped to disperse air bubbles in line. The cassette was then replaced and the pump was powered back on; however, the alarm persisted. Troubleshooting methods were repeated with no resolution. The reservoir volume was 8.7ml, rate was 2.1ml, and 87.3ml was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.